Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'up' button is unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: follow-up #1 submitted 7/30/2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "up", "down" and "backlight" keys to be unresponsive and the "ok" key to be intermittently unresponsive. The keypad was torn in the area of the "up" key. The keypad was removed to inspect key contacts for contamination, which was found under all key contacts. The "up" key was seen to be inverted. Unrelated to this complaint, the display was faded and discolored upon start up and difficult to read. It was replaced with a test display which was fully functional. The testing was completed with test display.